Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-34 (lot: 0012740587); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-34 (lot: 0012245463); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, fluoroscopy showed a crown overlap up to node four. During attempted release of the valve, infolding was observed. The valve was recaptured and withdrawn from the patient. A new valve was loaded and implanted using a different delivery catheter system (dcs) and compression loading system (cls). No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: four media files were provided for review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used. During the implantation attempt, an infold was noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. There is evidence that a new valve was loaded, and fluoroscopic load inspection confirmed a good load. The new valve was successfully implanted. The patient¿s executive summary was not provided for anatomical review. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, fluoroscopy showed a crown overlap up to node four. During attempted release of the valve, infolding was observed. The valve was recaptured and withdrawn from the patient. A new valve was loaded and implanted using a different delivery catheter system (dcs) and compression loading system (cls). No patient complications were reported as a result of this event. Additional information was received that a pre-implant balloon dilation was performed with a 24 mm non-medtronic (vac3) balloon. Per the physician, the patient's asymmetrical calcification contributed to the infold. It was reported that the infold was over node 8.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory loaded inside the delivery catheter system (dcs), visual analysis showed the valve was discolored with evidence of blood contact. The valve was received slightly compressed with the outflow and inflow aspects displaying an elliptical appearance. Remnants of coagulated blood were noted on the frame and valve. As received, all leaflets were in partially open position with a large gap between the free margins. All leaflets were dry and slightly flexible with severe creases and imprints. Remnants of coagulated blood were observed on the tops of the commissures. All commissures were intact. All sutures were intact; no damages were observed. There was no evidence of damage to the frame such as bends or kinks. The valve was submerged in a warm (approximately 37 celsius) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a loading simulation per the instructions for use (IFU). The frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed to the waist and to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Updated: d4, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.